Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified popliteal artery. The ht command 18 guide wire was used and after it was removed it was noted to be unraveling. Another guide wire was used to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The guide wire was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported break appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9: device available for eval updated from "yes" to "no". H3: reason device not evaluated by mfg updated.